Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was admitted to the hospital after receiving an inappropriate shock due to t-wave oversensing in secondary sensing vector. The local area boston scientific field representative assisted the hospital in performing auto setup and troubleshooting. However, they were unable to find any suitable vector to prevent t-wave oversensing, and the hospital consultant decided to keep the patient hospitalized and program the device off. The consultant is also considering a full system explant and implantation of an extravascular ICD. In the meantime, x-ray imaging (both from implant and from recently) and previous screenings were sent to technical services (ts) for further review. Ts noted they cannot exclude further inappropriate events due to condition of low r:t ratio and changes in morphology. Also, looking at the provided x-rays, ts saw no major changes in position. At this time, there is no evidence to suggest intervention has been performed. No other adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was admitted to the hospital after receiving an inappropriate shock due to t-wave oversensing in secondary sensing vector. The local area boston scientific field representative assisted the hospital in performing auto setup and troubleshooting. However, they were unable to find any suitable vector to prevent t-wave oversensing, and the hospital consultant decided to keep the patient hospitalized and program the device off. The consultant is also considering a full system explant and implantation of an extravascular ICD. In the meantime, x-ray imaging (both from implant and from recently) and previous screenings were sent to technical services (ts) for further review. Ts noted they cannot exclude further inappropriate events due to condition of low r:t ratio and changes in morphology. Also, looking at the provided x-rays, ts saw no major changes in position. At this time, there is no evidence to suggest intervention has been performed. No other adverse patient effects were reported. Additional information received from the field indicates the health care professional (hcp) decided to leave the device in secondary vector and increase the gain and the charge time. The device is still intermittently oversensing but minimally. The device remains activated, accepting a small risk of inappropriate therapy. The patient is listed for s-ICD explant and implant of a new ICD. However, this has not yet been done, and no revision date has been provided. Should pertinent follow-up information be provided in the future, an updated report will be issued.